Event description:
It was reported that approximately 3 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak. Reportedly, during the index procedure, the suprarenal aortic extension was placed lower than intended location due to angulated non-aneurysmal neck. The patient was treated with a additional suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or procedural images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.